Manufacturer narrative:
Update: it was reported that approx. 154 months after the implantation the patient received an appropriate and effective shock. During a follow-up afterwards the pacing impedance was out of range (greater than 3000 ohms) with good sensing. The records showed noise in the past and it was decided to explant the lead. Upon receipt the lead was found cut 11 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 23 cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the deformed rv and svc shock coil and a fracture of the cable leading to the ring electrode most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 154 months after the implantation, ventricular oversensing was reported.